Event description:
Soft latex balloon fell off in pt's nose while md attempting to stop nose bleed with fox post-nasal tube. Chest x-ray done to make sure part of tube not in lung. X-ray negative for any foreign body.